Event description:
It was reported that during a cochlear implant surgery, it was observed that the motor device was "making a whining noise". According to the report, the surgery was completed successfully with the actual device. There was patient involvement. However, there were no reports of patient injury, adverse events or medical intervention. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.